Manufacturer narrative:
Upon return the complete lead underwent detailed analysis. The helix mechanism was within specification. The electrical resistance tests showed conductive paths to be in specification. The allegation of dislodgement could not be confirmed through analysis.

Manufacturer narrative:
The lead was returned and analysis is pending.

Event description:
Boston scientific received information that this left ventricular lead had dislodged which resulted in a loss of capture. As a result a this lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
--